Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) unit isn't charging one battery keeps popping out. No patient involvement and no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (medical device - problem code, type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d9. A getinge field service engineer (fse) stated that customer reported battery not ejecting properly. Gets stucked at times. No repair information available. In future if we receive any repair information, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings and investigation conclusions) and h11. Corrected: h6 (medical device ¿ problem). A getinge field service engineer (fse) stated that customer reported battery not ejecting properly. Gets stucked at times. Fse unable to reproduce the issue the customer experienced. Unit passed all functional and safety tests per factory specifications.

Event description:
N/a.